Event description:
It was reported that the pt presented in clinic for phrenic nerve stimulation. The left ventricular lead exhibited low impedance and loss of capture. The device was resolved by reprogramming. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.